Manufacturer narrative:
Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the reservoir lip ring was damaged and the battery compartment was also damaged. The customer stated that the reservoir was not able to lock in place. The blood glucose was 342 mg/dl. The device will be returned for the analysis.